Manufacturer narrative:
Other text: the returned device was evaluated. During evaluation the device did not power off on its own intermittently, and no software issues were identified. The evaluation concluded that the root cause of the customer's reported issue could not be established; the customer's complaint was not duplicated. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device intermittently shuts off while in use and has factory reset itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device intermittently shuts off while in use and has factory reset itself. There was no patient impact or consequence reported.